Event description:
This unsolicited case from united states was received on 13-dec-2017 from a healthcare professional. This case concerns an (B)(6) year old female patient who received treatment with synvisc one and later few days after starting treatment had skin tags, swelling was noticed in the knee, quad, and down the entire lower leg stopping at the ankle, she had a skin infection on her skin around the left knee, swelling had gotten really bad/swelling was noticed in the knee, found fluid found in the knee and swelling was noticed in the knee, quad, and down the entire lower leg stopping at the ankle and after 6 days had pain symptoms in right knee/apin had gotten really bad/a lot of pain. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. She has a history of deep vein thrombosis (dvt) in the past but she was an otherwise healthy patient who plays sports. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for knee osteoarthritis (batch/lot number: 7rsl021; expiry date: 31-may-2017) in left knee. The synvisc was stored at room temperature. They did a local anesthetic mix of 1ml lidocaine, 1ml, bicarbonate, and 1ml marcain that was injected subcutaneously. Prior to the local anesthetic the area was prepped with betadine and alcohol swabbed 6 to 8 times. The betadine was wiped off and the physician used sterile gloves and the synvisc was opened at the time of administration. On (B)(6) 2017, the patient received synvisc one injection into the right knee. On (B)(6) 2017, after 6 days, the patient started experiencing pain symptoms in her right knee. She thought it was the normal discomfort associated with an injection, but the pain and swelling had gotten really bad. On an unknown date in (B)(6) 2017, they ordered MRI and they found fluid found in the knee, but not if there was an abscess as that was not seen. A doppler was done on (B)(6) 2017. The patient did not do any physical activity after the injection. She was brought in to be seen on (B)(6) 2017. MRI was done on (B)(6) 2017 on an unknown date in (B)(6) 2017, the swelling was noticed in the knee, quad, and down the entire lower leg stopping at the ankle. She had no fever or redness but a lot of pain. On an unknown date in (B)(6) 2017, the patient had skin tag and recently she was going in to have a skin tag removed on the skin around the left knee. It was found that she had a skin infection on her skin around the left knee (event onset date: (B)(6) 2017). She had taken doxycycline 100mg bid for 1 week which was started on (B)(6) 2017 and finished it on (B)(6) 2017. There was followed up and the pain had subsided. It was reported that the patient would be in for another follow up on (B)(6) 2017. Since an unknown date, device malfunction was identified for the reported lot number. The patient was not hospitalized corrective treatment: doxycycline for she was going in to have a skin tag removed on the skin around the left knee/she had a skin infection on her skin around the left knee; not reported for rest of the events outcome: recovered for pain symptoms in right knee/apin had gotten really bad/a lot of pain; unknown for rest of the events. Seriousness criteria: important medical event for device malfunction: an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who experienced discomfort in joints, right knee pain, knee swelling, effusion (r) knee, skin infection, skin tags and swelling right leg after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events (except for the event of skin tags and skin infection) and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded except for event of skin tags and skin infection.